Event description:
The event is reported as: alleged issue: when it was time to remove the balloon, it would not deflate. The surgeon cut the catheter at the juncture to remove. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.